Event description:
A pt service representative (psr) contacted zoll customer support to report that a (B)(6) male pt was receiving check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. As received, there was no evidence of visible damage to the cables; however, the belt failed incoming testing and the trunk cable connector wouldn't latch. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (sn) to ECG b. The cause of the check therapy pad messages is the open wire. The root cause of the open pulse wire and defective trunk cable connector could not be positively identified. No adverse event resulted from the defective electrode belt. The pt was issued a replacement electrode belt.